Event description:
Patient reported pain in the spine after surgery dated 2007. X-ray and MRI were taken and surgeon found that the vls nut has loosened and migrated out from the vls reduction seat. Re-operation was performed on 04/10/07 to remove the vls reduction seat, vls nut, and vls screw to analyze the cause of vls nut loosening. Patient outcome: patient is in the resting state in the hosp.